Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy due to the s1 lead migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's lead was explanted and replaced to resolve the issue.